Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a bolus via the pump. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.